Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels over 400 mg/dl; cause was not known. On (B)(6) 2023 customer was admitted to the "micu" and was discharged 2 days later. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.